Manufacturer narrative:
(B)(4): the returned battery passed visual inspection but failed functional testing. The battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold. (B)(4): the returned battery passed visual inspection and functional testing in a lab environment. Log analysis indicates that there was series of premature battery switching events.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on the date of the reported event. Analysis of the devices revealed that the devices met specifications; all devices passed visual inspection and functional testing. The battery and controller ac adapter passed testing and is unlikely to have malfunction during the reported event. Additionally, log file analysis did not reveal any strange or unusual behavior. The cause of the loss of power could not be conclusively determined; all devices passed testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nine months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. All the batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation.